Event description:
Caller reported that at an unknown date, they did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no reported impact to the customer¿s blood glucose level. The customer replaced the cartridge and tubing and was able to resume insulin, with customer technical support advising them to call back if the problem persisted.